Event description:
This is a spontaneous report by a consumer of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient developed peritonitis. On (B)(6) 2010, the patient began treatment with reflin 1 gm daily intraperitoneally (ip), tobramycin 40 mg ip daily, and heparin 0.5 ml three times daily ip. Pd therapy was ongoing. The peritonitis was resolving.

Manufacturer narrative:
(B)(4). On (B)(6) 2010, information was received from the consumer. On (B)(6) 2010, reflin, tobramycin, and heparin were completed, and the peritonitis resolved.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patient's discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.